Event description:
It was reported that during an unspecified procedure, the tip of the apex balloon detached. Following the successful use of the apex balloon, the physician was removing the balloon from the 6f guide catheter and the balloon got stuck in the guide catheter. The tip of the balloon detached, but the entire device was successfully removed from the patient as the tip was close to the end of the guide catheter. There were no patient complications and the patient was reported to be "okay".